Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
The implantable cardioverter defibrillator (ICD) system was returned from a coroner office with paperwork stating the patient died approximately 4.5 years ago. The cause of death was multi system organ failure, including a history of sepsis. No additional details were provided, including the source of the sepsis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.